Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. It was also reported that a minimum fill notification occurred. Reportedly the customer was able to resume insulin therapy. There was no reported adverse effect to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged out of range issue was verified in the pump logs; however, no failure was identified but the minimum fill issue could not be verified. The information will be used for tracking and trending purposes.